Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was not retained for return.

Event description:
The complainant reported that during placement of an impella 5.5 device, difficulty was encountered in achieving final position under transesophageal echocardiography (tee) guidance. The catheter and guidewire required multiple advancement and repositioning attempts. Due to continued difficulty with positioning, fluoroscopy was utilized to assist with placement, and the device was subsequently positioned under fluoroscopic guidance. Device position was assessed using imaging; however, final positioning status was not confirmed. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B: added additional information regarding patient outcome. D6b: added explant date.

Event description:
The device was explanted and the patient survived.